Event description:
Event reported as, "pt had lap band inserted. Infection was then seen at port site. Port and band have been subsequently removed. Pt was reviewed by an infectious disease specialist, who has diagnosed a mycobacterium fortuitum infection. (Infectious diseases specialist) has apparently seen two other similar cases (no details available) with pts involved from other hospitals." Follow-up findings: pt complained of some abdominal discomfort and an increasing left sided abdominal pain. Swelling noted over the port site. Pt placed on intravenous antibacterial antibiotics. Port removed during one procedure, site treated, wound recollected and pus discharged from it. Subsequently, full lap-band system was removed three months later. At that time, there was no macroscopic evidence of infection present at laparoscopy. But tissue removed again grew m. Fortuitum in the absence of overt clinical evidence of inflammation. Thus far the wounds have remained healed.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discharged after surgery by the reporter. Based upon the model and serial number provided, the connector type is assumed to be a taper ii. See related medwatch reports for other two reported cases on: 2024601-2009-00020 and 2024601-2009-00021. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the report event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ..., incisional infection, infection, ..., incision pain, ..., abdominal healing, ..., port site pain, ... And wound infection."